Event description:
It was reported that the patient doesn't have hearing sensations any more. X-ray showed that the electrode is in a normal position. Testing carried out on (B) (6) 2009 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.